Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 215 mg/dl, 56 mg/dl, and 87 mg/dl, 86 mg/dl, 75 mg/dl, 158 mg/dl, and 159 mg/dl the comparisons were performed 10 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.